Event description:
Complaint: it was reported the remote monitoring application was not sending. Troubleshooting: none specified. Outcome: other. It was reported that the implantable pulse generator (ipg) exhibited no telemetry. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.